Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that the pump infused too slowly. "The drip rate is not correct. It is much slower than it should be, causing frequent air alarms. " no patient was involved in this case.

Manufacturer narrative:
The user-reported issue was not confirmed. The device was found to have a flow rate accuracy of 0.77%, which was within the +/-5% specification. The air-in-line sensor was found to perform as expected and within specification. It was found to have a battery outside of warranty and it missed a rubber foot; neither of these issues were related to the reported issue. The device was repaired and tested to meet all specifications on 07/13/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00153).